Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The technician was unable to duplicate the reported bias current warning, but noted the device was seized and had a corroded motor and rotor.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.